Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error.

Event description:
It was reported that the ordered weight-based heparin infusion was programmed as non-weight based "by mistake" and the nurse "overrode the soft minimum limit." There was patient involvement but unknown outcome. The customer is requesting product enhancement to add functionality for a hard minimum dose setting.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the ordered weight-based heparin infusion was programmed as non-weight based "by mistake" and the nurse "overrode the soft minimum limit." There was patient involvement but unknown outcome. The customer is requesting product enhancement to add functionality for a hard minimum dose setting.